Event description:
It was reported that the patient experienced "scrotal swelling" one week post implant surgery of a spectra penile prosthesis. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).